Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria, and incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, voiding dysfunction, incomplete bladder emptying and urgency.

Event description:
It was reported that the patient underwent gynecological procedures to treat pelvic organ prolapse on (B)(6) 2007 and (B)(6) 2008 and mesh was used. It was not specified which date the device was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-01798 and 2210968-2012-01800. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). T was reported that the patient underwent a gynecological procedure to treat pop, rectocele, and mixed incontinence and a mesh was implanted. It was reported that due to mesh erosion, protrusion and pain patient underwent mesh revision/ removal on (B)(6) 2010 and it was further reported that patient underwent excision of exposed mesh and sling revision due to erosion on (B)(6) 2011. Mesh exposure/extrusion/protrusion- labeled. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.